Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading fiber optic cable. No patient involvement.

Event description:
It was reported that prior to use the intra aortic balloon pump (iabp) was not reading the fiber optic cable. There was no patient involved.

Manufacturer narrative:
B4, d9 (return to manufacture date), g3, g6, h2, h6 (investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device problem code, type of investigation). The failure analysis and testing department received the upper panel assembly with a reported unit failure in which the fiber optic door would not retract. The department performed a visual inspection of the part received and found that the fiber optic door was damaged. The failure analysis and testing department verified the failure of the fiber optic door not retracting. The part is being retained in the department per procedure. Root cause 1 (rc1): the fiber optic adapter connector (item 14) of the cable assembly fo sensor extension is not robust enough to consistently withstand large or repeatable force or impact that the connector may be subjected to during continued use.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d8, h3, h11 (type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions) a getinge field service engineer (fse) evaluated the unit and the cover to fiber optic was damaged, spring would not retract. The fse replaced the assembly upper panel (0997-00-0644) and performed test. All functional and safety test performed.